Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that after a cataract extraction with intraocular lens implant procedure a foreign material like a piece of metal was found in the patient's eye. An additional surgery was not performed to remove the foreign body. The patient has no inflammation or decrease in visual acuity. There was no harm to the patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Particulates were found in the patient¿s eye post operatively, but were not removed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The associated system manufactured on september 8, 2011. Based on qa assessment, the associated system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).